Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The media was inspected, it showed something inside the container, this does not look like hydrogel. The content could not be analyzed, therefore could not be determinate if this was hydrogel. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". There is no indication that the device was not used in accordance with the labeling. A risk review was completed and confirmed that the event of "gel misplaced-non-vascular" was defined in the risk documentation. This event type has been accounted for during product risk analysis and support acceptable risk benefit for the product. Based on the information available, a conclusion code of "unintended use error caused or contributed to event" was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after the spaceoar placement procedure, the patient was being transferred to the post anesthesia care unit (pacu) when the hydrogel started coming out of the patient's penis. The physician was call to the room and removed the hydrogel that was connected to the penis. A cystoscopy was immediately performed where trace amounts of hydrogel was removed by emptying the bladder several times. The patient is expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the patient was being transferred to the post anesthesia care unit (pacu) when the hydrogel started coming out of the patient's penis. The physician was called to the room and removed the hydrogel that was connected to the penis. A cystoscopy was immediately performed where trace amounts of hydrogel was removed by emptying the bladder several times. The patient is expected to fully recover.